Event description:
It was reported there was an inaccurate estimate on the battery longevity of this implantable cardioverter defibrillator (ICD). Technical services (ts) confirmed the low voltage fault is valid and confirmed that the power consumption is increasing in a gradual fashion. Device replacement was recommended. Currently the device remains in service. There were no adverse patient effects reported.

Event description:
It was reported there was an inaccurate estimate on the battery longevity of this implantable cardioverter defibrillator (ICD). Technical services (ts) confirmed the low voltage fault is valid and confirmed that the power consumption is increasing in a gradual fashion. Device replacement was recommended. Currently the device remains in service. There were no adverse patient effects reported. Additional information was later received that confirms the device was explanted and replaced. There were no additional adverse patient effects reported. This device was returned to boston scientific for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, along with any other relevant fields have been updated.

Event description:
It was reported there was an inaccurate estimate on the battery longevity of this implantable cardioverter defibrillator (ICD). Technical services (ts) confirmed the low voltage fault is valid and confirmed that the power consumption is increasing in a gradual fashion. Device replacement was recommended. Currently the device remains in service. There were no adverse patient effects reported. Additional information was later received that confirms the device was explanted and replaced. There were no additional adverse patient effects reported.